Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump's piston did not stop and emptied the reservoir during priming. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within specification and passed self-test, rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No broken force sensor error alarm was noted during our testing. The motor was tested outside the device and passed. The insulin pump had stained serial number label, cracked keypad overlay at the select button, minor scratched display window, minor scratched case and minor scratched keypad overlay.